Event description:
The manufacturer's representative reported that the catheter connector was broken. The patient underwent surgery for replacement of the pump and catheter. Patient symptoms and outcome not provided at the time of this report.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.